Event description:
It was reported that an occlusion alarm occurred and that an undefined alarm occurred. The customer changed pump supplies to address the issues. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. The customer's blood glucose was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.